Event description:
It was reported that patient had two high rate episodes and device appeared to show far field sensing of p waves which caused ventricular inhibition of pacer dependent patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.